Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic urology surgery, the thread of the suture broke. When the first needle passed through the tissue, it slips over the coil/collar and the wire broke that resulted to a temporary injury. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples noted a partial suture and one needle. The loop was observed to be broken but not returned. The needle was observed to be attached to the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic urology surgery, the thread of the suture broke. When the first needle passed through the tissue, it slips over the coil/collar and the wire broke that resulted to a temporary injury. They used a new product to complete the case. There was no patient injury.